Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 1 year and 9 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted with a hemorrhagic stroke. Anticoagulation was reversed. Ldh has been stable. The healthcare provider was concerned about the speed of the pump and sent log files to the manufacturer's technical services. Technical services observed that the speed was within normal limits and that there were no unusual events in the file. Further information was requested but not provided.